Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection the complaint was confirmed. The rotator on the stopcock was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. The lot number provided by the customer indicates this subassembly was built after the noted corrective actions. However, a visual inspection of the device revealed that the device was built prior to the noted corrective actions. The actual lot number of the returned device is not known. Eval, method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during use. The customer did not provide any further info. No harm or injury was reported.